Manufacturer narrative:
Follow-up from 09-sep-2016: follow-up attempts have been completed, with no response to date. Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain every month near ovulation time that feels like she is in labor (seen as a pelvic pain). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event experienced pain every month near ovulation time that feels like she is in labor and suspect insert cannot be excluded. This case was regarded as incident since it led to a serious injury (intervention will be required). Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information was received despite follow up attempts.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 16-aug-2016 who had essure (fallopian tube occlusion insert) in 2010 for permanent contraception. The consumer reported she had essure inserted even though she only had the right fallopian tube. She had left tube removed due to ectopic pregnancy previously. She had an appointment with the doctor in an unspecified date and spoke to the nurse there who said essure should never have been inserted since she only had one tube. The consumer stated she had been having pain and problems since essure insertion. She had been having pain every month near ovulation time which felt like she was in labor. She was crawling on the floor with the pain, mouth watering, throbbing stomach and lower back like labor and also had big clots with period. Her physician recommended iron pills around her period time since she was tired; however, she was taking them the entire month. She had been to the emergency room several times with the pain. Ultrasound exams were done but they never found anything wrong. She was disgusted and wanted it out. She would have an appointment with her physician. Follow-up from 09-sep-2016: follow-up attempts have been completed, with no response to date. Quality safety evaluation received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment:this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain every month near ovulation time that feels like she is in labor (seen as a pelvic pain). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event experienced pain every month near ovulation time that feels like she is in labor and suspect insert cannot be excluded. This case was regarded as incident since it led to a serious injury (intervention will be required). Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information was received despite follow up attempts.